Event description:
The customer stated that he was hospitalized, due to hypoglycemia. The customer's blood glucose reading was 150 mg/dl at the time of the report. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement and self tests passed. The customer's doctor stated that the customer stacked his insulin on the night prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.